Manufacturer narrative:
A field service engineer was dispatched to the customer site. Loose screws caused the catalytic converter to fall off. The fse placed the catalytic converter back on the unit and tightened the screws to resolve the smells/odor issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a smell or odor emitting from their sterrad 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smells/odor issue, system risk analysis (sra) and functional analysis. Trending analysis of the smells/odor issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as a result of this issue. The assignable cause of the smells/odor issue is the catalytic converter. The field service engineer adjusted the screws and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).